Manufacturer narrative:
Based on our follow-up, it was learned that this report is a duplicate of report number 2015691-2012-18859, submitted on (B)(4) 2012. Please reference that report for future inquiries. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted at implant. Unfortunately, the reason for explant at implant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.